Manufacturer narrative:
The battery cap has not been returned to animas. If the battery cap is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue due to the battery cap. The patient replaced the battery cap and the power issue was resolved. This complaint is being reported because the issue with the battery cap was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.